Event description:
It was reported that a flo-gard infusion pump experienced an unknown alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing, and a review of the alarm log were performed. The power on self-test and alarm log review revealed that the device had presented an f-94 alarm. The cause of the condition was an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.